Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. B94870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia. Concurrent conditions included insomnia, bloody stool, abdominal pain lower, pain in extremity, spinal stenosis, thyroiditis, irregular periods, menometrorrhagia, disorder thyroid, neck pain, rheumatoid factor increased, ankle swelling, numbness, tinnitus, shakiness, stress, cough, congestion nasal, fever, ear discomfort, nasal discharge, upper respiratory tract infection, weakness, allergic rhinitis, ear pain, sinus congestion, sensation of pressure in ear, flu and tinea versicolor. Family history included cancer and heart disease, unspecified. Concomitant products included buspirone, citalopram, cyclobenzaprine, escitalopram, fluconazole, fluoxetine hydrochloride (prozac), hydroxychloroquine, ketorolac tromethamine (toradol), levothyroxine sodium (synthroid), levothyroxine since (B)(6) 2017, lidocaine, lorazepam since (B)(6) 2017, melatonin, nsaids, pregabalin (lyrica), sulfonamides, venlafaxine hydrochloride (effexor), vitamins nos (daily multivitamin) since (B)(6) 2014, vortioxetine hydrobromide (trintellix) since (B)(6) 2017 and zolpidem tartrate (ambien) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), 2 years 4 months after insertion of essure. The patient was treated with surgery (ablation-(B)(6) 2016 and hysterectomy with bilateral salpingectomy ,unilateral oophorectomy - left side). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, anxiety, depression, hypothyroidism, migraine, dysmenorrhoea and gastrooesophageal reflux disease outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, gastrooesophageal reflux disease, hypothyroidism, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: right coils4, left coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Essure device was successfully occlude. As per mr- impression: satisfactory location of the micro-"inselts" with bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: menorrhagia, depression, mental anguish, hypothyroidism, dysmenorrhea, gastro esophageal reflux disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr received: reporters were added. Patient's demographic was added. Lot no. Was added. New events- vaginal bleeding, menorrhagia, depression, mental anguish, hypothyroidism, migraines, dysmenorrhea,pelvic pain, gastro esophageal reflux disease were added. Concomitant drugs & conditions were added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune hypothyroidism ('autoimmune disorder type of disorder: hypothyroidism') in a 33-year-old female patient who had essure (batch no. B94870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia. Concurrent conditions included insomnia, bloody stool, abdominal pain lower, pain in extremity, spinal stenosis, thyroiditis, irregular periods, menometrorrhagia, disorder thyroid, neck pain, rheumatoid factor increased, ankle swelling, numbness of extremities, tinnitus, shakiness, stress, cough, congestion nasal, fever, ear discomfort, nasal discharge, upper respiratory tract infection, weakness, allergic rhinitis, ear pain, sinus congestion, sensation of pressure in ear, flu and tinea versicolor. Family history included cancer and heart disease, unspecified. Concomitant products included buspirone, citalopram, cyclobenzaprine, escitalopram, fluconazole, fluoxetine hydrochloride (prozac), hydroxychloroquine, ketorolac tromethamine (toradol), levothyroxine sodium (synthroid), levothyroxine since (B)(6) 2017, lidocaine, lorazepam since (B)(6) 2017, melatonin, nsaids, pregabalin (lyrica), sulfonamides, venlafaxine hydrochloride (effexor), vitamins nos (daily multivitamin) since (B)(6) 2014, vortioxetine hydrobromide (trintellix) since (B)(6) 2017 and zolpidem tartrate (ambien) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). On (B)(6) 2016, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"), 2 years 4 months after insertion of essure. The patient was treated with surgery (ablation- (B)(6) 2016 and hysterectomy with bilateral salpingectomy ,unilateral oopherectomy - left side). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the autoimmune hypothyroidism, anxiety, depression, migraine, dysmenorrhoea and gastrooesophageal reflux disease outcome was unknown. The reporter considered anxiety, autoimmune hypothyroidism, depression, dysmenorrhoea, gastrooesophageal reflux disease, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: right coils4, left coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Essure device was successfully occlude. As per mr- impression: satisfactory location of the micro-inselts with bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: menorrhagia, depression, mental anguish, hypothyroidism, dysmenorrhea, gastro esophageal reflux disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff information form received. Events¿ pelvic pain, menorrhagia and vaginal bleeding¿ outcome was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune hypothyroidism ('autoimmune disorder, type of disorder: hypothyroidism'). In a 33-year-old female patient who had essure (batch no. B94870), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: cervicalgia. Concurrent conditions included: insomnia, bloody stool, abdominal pain lower, pain in extremity, spinal stenosis, thyroiditis, irregular periods, menometrorrhagia, disorder thyroid, neck pain, rheumatoid factor increased, ankle swelling, numbness of extremities, tinnitus, shakiness, stress, cough, congestion nasal, fever, ear discomfort, nasal discharge, upper respiratory tract infection, weakness, allergic rhinitis, ear pain, sinus congestion, sensation of pressure in ear, flu and tinea versicolor. Family history included: cancer and heart disease, unspecified. Concomitant products included: buspirone, citalopram, cyclobenzaprine, escitalopram, fluconazole, fluoxetine hydrochloride (prozac), hydroxychloroquine, ketorolac tromethamine (toradol), levothyroxine sodium (synthroid), levothyroxine since (B)(6) 2017, lidocaine, lorazepam since (B)(6) 2017, melatonin, nsaids, pregabalin (lyrica), sulfonamides, venlafaxine hydrochloride (effexor), vitamins nos (daily multivitamin) since (B)(6) 2014, vortioxetine hydrobromide (trintellix) since (B)(6) 2017 and zolpidem tartrate (ambien) from (B)(6) 2016 to b)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition, type: gastroesophageal reflux disease"). On (B)(6) 2016, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems, condition: depression and mental anguish") and depression ("psychological or psychiatric problems, condition: depression and mental anguish"), (B)(6) years (B)(6) months after insertion of essure. The patient was treated with surgery (ablation (B)(6) 2016 and hysterectomy with bilateral salpingectomy, unilateral oopherectomy left side). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. And the autoimmune hypothyroidism, anxiety, depression, migraine, dysmenorrhoea and gastrooesophageal reflux disease outcome was unknown. The reporter considered anxiety, autoimmune hypothyroidism, depression, dysmenorrhoea, gastrooesophageal reflux disease, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: right coils 4, left coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014, result: total bilateral occlusion. Essure device was successfully occlude. As per mr: impression: satisfactory location of the micro-inserts with bilateral tubal occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: menorrhagia, depression, mental anguish, hypothyroidism, dysmenorrhea, gastro esophageal reflux disease. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff information form received: events: "pelvic pain, menorrhagia and vaginal bleeding" outcome was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune hypothyroidism ('autoimmune disorder type of disorder: hypothyroidism') in a 33-year-old female patient who had essure (batch no. B94870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia. Concurrent conditions included insomnia, bloody stool, abdominal pain lower, pain in extremity, spinal stenosis, thyroiditis, irregular periods, menometrorrhagia, disorder thyroid, neck pain, rheumatoid factor increased, ankle swelling, numbness of extremities, tinnitus, shakiness, stress, cough, congestion nasal, fever, ear discomfort, nasal discharge, upper respiratory tract infection, weakness, allergic rhinitis, ear pain, sinus congestion, sensation of pressure in ear, flu and tinea versicolor. Family history included cancer and heart disease, unspecified. Concomitant products included buspirone, citalopram, cyclobenzaprine, escitalopram, fluconazole, fluoxetine hydrochloride (prozac), hydroxychloroquine, ketorolac tromethamine (toradol), levothyroxine sodium (synthroid), levothyroxine since (B)(6) 2017, lidocaine, lorazepam since (B)(6) 2017, melatonin, nsaids, pregabalin (lyrica), sulfonamides, venlafaxine hydrochloride (effexor), vitamins nos (daily multivitamin) since (B)(6) 2014, vortioxetine hydrobromide (trintellix) since (B)(6) 2017 and zolpidem tartrate (ambien) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). On (B)(6) 2016, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"), 2 years 4 months after insertion of essure. The patient was treated with surgery (ablation- (B)(6) 2016 and hysterectomy with bilateral salpingectomy ,unilateral oopherectomy - left side). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the autoimmune hypothyroidism, anxiety, depression, migraine, dysmenorrhoea and gastrooesophageal reflux disease outcome was unknown. The reporter considered anxiety, autoimmune hypothyroidism, depression, dysmenorrhoea, gastrooesophageal reflux disease, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: right coils4, left coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Essure device was successfully occlude. As per mr- impression: satisfactory location of the micro-inselts with bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: menorrhagia, depression, mental anguish, hypothyroidism, dysmenorrhea, gastro esophageal reflux disease. Batch no b94870 production date 2013-11-15 expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune hypothyroidism ('autoimmune disorder type of disorder: hypothyroidism') in a 33-year-old female patient who had essure (batch no. B94870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia. Concurrent conditions included insomnia, bloody stool, abdominal pain lower, pain in extremity, spinal stenosis, thyroiditis, irregular periods, menometrorrhagia, disorder thyroid, neck pain, rheumatoid factor increased, ankle swelling, numbness of extremities, tinnitus, shakiness, stress, cough, congestion nasal, fever, ear discomfort, nasal discharge, upper respiratory tract infection, weakness, allergic rhinitis, ear pain, sinus congestion, sensation of pressure in ear, flu and tinea versicolor. Family history included cancer and heart disease, unspecified. Concomitant products included buspirone, citalopram, cyclobenzaprine, escitalopram, fluconazole, fluoxetine hydrochloride (prozac), hydroxychloroquine, ketorolac tromethamine (toradol), levothyroxine sodium (synthroid), levothyroxine since (B)(6) 2017, lidocaine, lorazepam since (B)(6) 2017, melatonin, nsaids, pregabalin (lyrica), sulfonamides, venlafaxine hydrochloride (effexor), vitamins nos (daily multivitamin) since (B)(6) 2014, vortioxetine hydrobromide (trintellix) since (B)(6) 2017 and zolpidem tartrate (ambien) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). On (B)(6) 2016, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"), 2 years 4 months after insertion of essure. The patient was treated with surgery (ablation (B)(6) 2016 and hysterectomy with bilateral salpingectomy ,unilateral oopherectomy - left side). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, autoimmune hypothyroidism, vaginal haemorrhage, anxiety, depression, migraine, dysmenorrhoea and gastrooesophageal reflux disease outcome was unknown. The reporter considered anxiety, autoimmune hypothyroidism, depression, dysmenorrhoea, gastrooesophageal reflux disease, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: right coils4, left coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Essure device was successfully occlude. As per mr- impression: satisfactory location of the micro-inselts with bilateral tubal occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: menorrhagia, depression, mental anguish, hypothyroidism, dysmenorrhea, gastro esophageal reflux disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.